Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported a refractive surprise, on post cataract surgery cases that received a toric implant (intraocular lens). Reporter informed that the patient was a post-refractive (surgery) case, and that he followed the ora recommendation but patient was 20/30 on post op. Patient was noted to be 20/20 with a refraction, so reporter plans to adjust and rotate

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The manufacturing device history record (DHR) was reviewed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).